Manufacturer narrative:
Reference MFR report #2916596-2017-00913 for the report of providing an ungrounded patient cable. (B)(4). Approximate age of device ¿ 2 years 7 months. The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that one pump stoppage was observed on system controller interrogation during a routine clinic follow-up. The patient had previously been provided an ungrounded patient cable for use at home. A representative of the manufacturer¿s technical services reviewed the submitted log file which confirmed the pump stoppage event on (B)(6) 2017 at 12:04:54, along with a driveline disconnect alarms at 12:04:58, followed by a low speed operation at 12:05:00. These events occurred while the lvad system was connected to battery power and could have been caused by a phase-to-phase short. X-rays of the driveline were also reviewed. Areas of concern were observe. On (B)(6) 2017 technical services performed an external distal end percutaneous lead (driveline) replacement. Post-replacement, the lvad system was placed on a grounded power module patient cable and pump stoppages occurred. On (B)(6) 2017, the patient underwent a pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of pump confirmed an issue that could have contributed to the reported pump stoppage, which was confirmed through the evaluation of the submitted system controller log file. A distal end percutaneous lead (driveline) replacement was performed on (B)(6)2017 and approximately 15.5 inches of the distal end was returned for evaluation. Visual inspection of the underlying wires did not reveal any evidence of damage or wear. Electrical continuity and hipot testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported event. It was reported that after the repair, the patient was placed on a grounded power module patient cable and pump stoppages reoccurred. The patient received a pump exchange on (B)(6)2017. The pump was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. A section of the driveline measuring approximately 11.5 inches was also returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Evaluation of the driveline revealed breaches in the insulation of the orange wire approximately 6.75 inches, 7.25 inches, and 7.5 inches from the metal connector, the yellow wire approximately 7.5 inches and 8 inches from the metal connector, and the red wire at approximately 8.25 inches from metal connector, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the yellow wire made direct contact with the exposed conductors of the red or orange wires, or the conductors made simultaneous contact with the metal braided shield, the resulting electrical short could have caused the pump stoppage event observed in the submitted log file while operating on battery power. In addition, if any of the exposed wire conductors made contact with the metal braided shield while operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the reported pump stoppage after connecting the patient to a grounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.